Event description:
It was reported that during a hemicolectomy procedure, when the surgeon used the circular stapler, it did not function in the anastomosis; cutting, but not stapling. Took a competitor's circular stapler and finished the procedure successfully. Surgery was prolonged 30 minutes. There were no adverse consequences for the patient.

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 90% stenosed de novo lesion was located in the moderately tortuous unknown artery. The 15mm x 3.5mm maverick2 balloon catheter was selected and ruptured at 12 atms. The procedure outcome is unknown. No patient complications were reported and the patient's status is good. Additional information was requested and no additional detail is available.

Manufacturer narrative:
(B)(4). Devices a and b arrived in good visual condition. The breakaway washers were present and cut and there were no staples present, indicating that the devices achieved a full firing stroke. The devices were reloaded with staples, new washers were placed on the devices and both were tested for functionality. The devices fired and formed all the staples as well as completely cut the breakaway washers without incident. The staple lines were complete and the staples were noted to have the proper b-formed shape. The devices opened and closed as intended. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.